Manufacturer narrative:
Device was manufactured prior to the UDI labeling implementation. Approximate age of device- 6 years and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the patient was seen in the clinic on (B)(6) 2017 and that the lvad was producing elevated estimated flow. The patient indicated feeling fine and denied any symptoms of dark urine. The patient¿s last lactate dehydrogenase (ldh) was 493 u/l. The manufacturer¿s technical services representative reviewed the submitted log file which contained data from (B)(6) 2017 to (B)(6) 2017, and indicated there were no unusual alarms recorded in the event history; however the pump parameters showed an increase in power over that time period. Observable increases in power were also noted beginning once on (B)(6) 2017 and recurring on (B)(6) 2017. The manufacturer¿s technical services representative stated that this type of trajectory has been linked to the presence of thrombus or an obstruction which could have entered the pump. Additional information has been asked but has not yet been provided.

Manufacturer narrative:
No product was returned for evaluation. The report of elevated power and estimated flow were confirmed based on the evaluation of the submitted system controller log file; however, a specific cause could not be conclusively determined. The log file which contained data from (B)(6) 2017 12:56:55 pm, captured a slight elevation in power and estimated flow power from (B)(6) 2017 12:43:21 pm through (B)(6) 2017 02:24:33 pm and again from (B)(6) 2017 09:20:53 am through the remainder of the gog file. Despite the observed parameter changes, the pump appeared to have operated as intended above the low speed limit throughout the duration of the log file. The account reported that the events resolved with no changes in medication or medical intervention. No further tests were performed. Vad readings returned to normal (approximately 4.2 ¿ 4.6 w), and there were no symptoms or changes in labs. It was reported that the elevated powers did not appear to be a device issue. There were no markers of hemolysis, and no changes were made to the patient¿s plan of care regarding this event. The patient remained ongoing on pump support until they expired on (B)(6) 2017 (covered under medwatch MFR report # 2916596-2017-02241). The pump was not returned for investigation. The heartmate ii lvas instructions for use provides an explanation of all pump parameters, including pump flow and power, and explains that pump flow is estimated based on pump power. This document also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.